Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A visual inspection of the iesu revealed no apparent issues, and the component appeared to be in good condition. The e100 was tested using the pca test system, and during testing, the system operated normally. Test firing was completed without any errors and the unit was found to be fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument sparked. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.